Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/02/2015. The fse replaced the complete blood count (cbc) lyse pumps pm6 and pm7, primed lyse and performed reproducibility, which passed in secondary mode, but was slightly high in primary mode; additional parts were ordered. Upon return, the fse replaced the primary aspiration pump pm4 and adjusted volume as part of the replacement process. He also replaced the bsv (blood sampling valve), performed reproducibility, carryover and mode to mode calibration and verified and validated the system. (B)(6).

Event description:
The customer reported that the hemoglobin (hgb) value was not reproducing and a carryover test failed on a coulter hmx hematology analyzer with autoloader; extensive troubleshooting did not resolve the issue, and service was dispatched. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.